Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had audio. The technician was unable to replicate the reported failure; therefore, the root cause cannot be determined.

Event description:
The hospital's biomed reported the mx40 telemetry device had no volume. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital's biomed reported the mx40 telemetry device had no volume. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.